Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
.